Event description:
Did have some pain (both knees) [arthralgia]. Case description: spontaneous report was received on 05/23/2012 from a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for use of synvisc, first time in (B)(6) 2008 (in both knees, after which she did fine but it took 4-6 weeks to take effect as her knees quit popping) and the next treatment in (B)(6) 2009 (in both knees, experienced some pain afterwards especially after getting up from a sitting position); use of synvisc one in (B)(6) 2009 (in both knees, with no problems) and for knee pain. On an unspecified date in (B)(6) 2010, the pt initiated treatment with synvisc one (hylan g-f 20) injection in both knees (dosage regimen not provided). The lot number of synvisc one was not provided. On an unspecified date in (B)(6) 2010, the pt had some pain (in both knees) and medrol (methylprednisolone) was prescribed. The action taken with synvisc one treatment was not provided. The outcome for the event of "did have some pain (both knees)" was not provided. Concomitant medications were not provided. The intensity for the event was not provided. This is 1 of 6 reports regarding the same pt. The total list of cases created for this pt is (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 05/29/2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comments: the benefit-risk relationship of the product is not affected by this report.